Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to possible myopotential oversensing was noted. No patient symptoms were reported. Further evaluation was recommended.